Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported there was a power-on-reset (por) message seen on the recharger. It was stated that therapy stopped due to the por. The patient was recharging part of saturday evening, sunday and monday because the charge level of the ins was low when the patient saw the por. The patient stated they were charging the ins and accidentally hit the stim off button, and when they turned stimulation back on, they saw an informational por screen. No overdischarge event, falls/trauma, or electromagnetic interferences were related to the por. The patient stated the por resolved on its own and they were able to use all of the equipment as normal. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the power on reset (por) message came back up on the patient programmer and recharger, but on the call, it went past the por and started charging. The patient stated they were not by anything that gives electromagnetic interference, so they were directed to their healthcare professional (hcp) to determine why the por information screen keeps coming up. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient saw por with a picture of a doctor and a phone on the screen. The patient's weight was provided. No further complications were reported.